Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was explanted and replaced. The patient's condition was fine during and post procedure.